Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 546 mg/dl. The customer reported the infusion set cannula to be bent. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.